Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -5.0/+0.5/68 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on 11-dec-2019. The surgeon reports low vaulting and refractive change over time. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5- on (B)(6) 2023 the lens was exchanged for the longer length lens and the problem was resolved. Status of the eye: "patient is happy". Claim# (B)(4).